Manufacturer narrative:
This MDR was generated under protocol (B)(4) as a result of warning letter cms# (B)(4). There were no discrepancies discovered during the device history review. Manufacturing calibration readings were all in specification. Visual and functional testing were performed. Visual inspection showed that there was no external damage. During the start up, the reported issue was found. The root cause of the reported issue was found to be that the force was out of specification. Recalibrated the force sensor to correct the problem. A corrective and preventative action has been opened to address the reported issue.

Event description:
It was reported that there was a force sensor failure test. No patient injury was reported.